Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer was receiving no delivery alarms on the insulin pump. The customer stated that he received the alarm three times in one day. The customer's blood glucose was unknown. The customer declined troubleshooting. The customer confirmed that the issue did not result in a serious injury or hospitalization. The customer stated that he did not experience any kinks in the infusion set. Advised that a replacement insulin pump would be sent. Nothing further reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.